Event description:
Pt was being treated for a ruptured acom aneurysm. Several coils were already in the aneurysm without any issue. The problems were encountered with some finishing coils. First 2x2 coil tag release mechanism split in two (like a hair with a split end) coil could not be used. Second 2x2 coil, back green piece was cracked in half, and the coil was exposed between the two green ends as the coil advanced in the microcath. Coil had to be removed and not used.